Event description:
It was reported that during a pulsed field ablation procedure, there was noise to channel six and seven electrodes and channel seven and eight electrodes. The electrograms (egm) cable and the electrical cable were reconnected without resolution. The electrical cable was replaced without resolution. The gain was diminished and the procedure was continued. While positioning the loop catheter toward the right superior pulmonary vein (rspv), the noise disappeared but then reappeared when the loop catheter was positioned back to the left superior pulmonary vein (lspv) to check if it was isolated. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: data files with two images and the pscc100 loop catheter with lot number 0012193058 were returned and analyzed. The data files were received with two images that showed an electrogram (egm) recording display, and noise was observed on the channels 6-7 and 7-8. Visual inspection of the loop catheter showed the catheter appeared intact without any visible issue. The steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. The slide function was as expected, and the shape of the capture device was unremarkable with no atypical features. The catheter was connected to a test catheter interface cable (cic) without any resistance, and the connection was secure, as indicated by both latches fully engaged into the catheter connector. X-ray imaging revealed that the shell of the catheter handle connector receptacle properly mated with the test cable connector plug without any interferences. Mechanical verification of steering and slide mechanisms showed the slide control function operated as expected without any issues, and upon full advancement of the slide control to extend the guidewire lumen, no kinking was observed along the extended portion, which indicated proper functionality and alignment of the steering and slide mechanisms. The catheter was reprogrammed before connection to the generator via a test cic, and therapy deliveries were successfully performed. The electrical continuity test revealed an open loop on electrode 7, and intact electrode wires without any detachment or breakage. Further dissection revealed a broken electrode wire in the shaft proximal to the nose of the catheter handle. The continuity testing on the broken wire confirmed it was the wire for electrode 7. In conclusion, the catheter failed the returned product inspection due to a broken electrode wire in the shaft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.